Event description:
The customer reported that while in patient use the ventilator gave a circuit occlusion. The patient was removed from the ventilator and was placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that the turbine error eas reproducible with a test lung. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine and the turbine interface pcba. Unit came up vent inop with motor fault, circuit disconnect, and low ve. Events log recorded checksum error. Replaced the turbine interface pcba with known good turbine interface pcba. The issue was corrected with the new turbine interface pcba. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This issue is addressed in an internal correction.